Event description:
Procedure being performed was a total hip arthroplasty. The plasma canady tip cracked while in use during the procedure. The white piece that broke off was approx 2mm in size. Surgeon looked for missing piece and unable to find it. Entire area was irrigated without locating the broken tip.